Manufacturer narrative:
Concomitant products: ddmb1d1 ICD implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited diminished p-waves and undersensing was noted. Additionally, a lead integrity alert (lia) triggered due to short v-v intervals and non-sustained episodes of oversensing on the right ventricular (rv) lead. Diminished r-waves and undersensing were also observed on the right ventricular (rv) lead. Both the ra and rv leads remain in use. No patient complications have been reported as a result of this event.